Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side possible rupture as exam noted "presence of a heterogeneous collection and irregularities of the edge of the implant, extending to the anterior axillary line." The device remains implanted.